Event description:
In 2008, the pt reported that the window of the cartridge compartment of this infusion device was scratched and he was not able to see the piston rod. He noticed that the cartridge compartment was moist when he changed the insulin cartridge and he believes he is not changing the cartridge correctly, causing insulin to spill. He stated that he spills insulin in the cartridge compartment once every 2-3 weeks. This began 3-4 months ago. Each time he spills insulin, he dries the cartridge compartment with a cotton swab and cleans it with alcohol swabs. The cartridge change procedure was reviewed with the pt. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.